Event description:
During a follow up visit two days post op, the patient complained of pain in the lip. A whitish area approximately 3/4" was noted on the patients inside lower lip. The patient was started on oral antibiotics. During the procedure, the doctor did not feel an increase in temperature of the handpiece. It was noted during the cleanup following the procedure that the handpiece was hot.